Event description:
It was reported that noise was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.